Event description:
A pt reported blood glucose results of 8.9, 9.9, 10.8, 7.9, 8.9, and 4.2 mmol/l with a lifescan meter, performed within 20 minutes of each other. Based on statisical methodology, the calculated difference of these glucose results exceeds the expected value of <20% and/or <20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.